Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "alaris pump set tubing came detached at the last y-site prior to tubing connection to the pt. Photograph available upon request. Per infusion clinic nurse, this is the second time this has happened with the tubing. She did not report the previous event to pharmacy. FDA safety report ID# (B)(4)."